Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a cracked plunger case. An acu watchdog and primary audible alarm post was found in the event history log. Functional testing was unable to verify and duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had ach/ acu watchdog failure. The event occurred during set-up, there was unknown patient involvement.